Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The wires connecting the ECG "a" and ECG "b" tes were broken. The root cause for the broken wires could not be positively identified. There was no adverse event that resulted from the damaged belt.